Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that at the end of a surgery, a fiber was present in the eye. Impact to patient is unknown at this time. Additional information has been requested.